Manufacturer narrative:
Follow-up submitted to update the conclusion code. Further investigation determined the casters were not holding properly and were non-stryker components. The casters on the chair were replaced with the appropriate stryker components.

Event description:
It was reported via repair work order that the front castors were not holding when the locks were engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: unit to be repaired at a later date; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the front castors were not holding when the locks were engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.